Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for use in a below the knee procedure. During use, the physician had placed the balloon and was withdrawing the guidewire to the balloon. At this point, the tip became detached inside the patient. It was thought that the tip was successfully retrieved from the patient, but not confirmed. No patient complications were noted by the physician.